Event description:
It was reported that the patient underwent an ipg revision procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a procedure due to an unknown reason. Additional information was received that the ipg was replaced due to need of magnetic resonance imaging (MRI) for new low back pain. The patient was doing well postoperatively.